Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of rv lead could not go into port was confirmed. The device was received above elective replacement indicator (eri) level. Analysis of device image indicated device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis revealed the right ventricular contact spring was dislodged preventing lead insertion into the connector bore. The cause of the problem cannot be determined.

Event description:
It was reported the patient presented for a routine generator exchange. During the procedure, the right ventricular lead could not be inserted into the header of the pacemaker due to a piece of foreign material within the header. The physician elected to complete the procedure with a different pacemaker. There were no patient consequences.